Event description:
It was reported there were telemetry issues. The implantable neurostimulator (ins) was unresponsive to telemetry attempts with the physician programmer, patient programmer and the recharger. It was also noted the patient had no stimulation sensation and a loss of therapeutic effect. X-rays indicated the lead was in the correct location. It was also noted the patient had lost their patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v623317, implanted: (B)(6) 2011, product type lead; product ID 355018, lot # w59955, implanted: (B)(6) 2011, product type accessory; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 041829, lot # n272716, implanted: (B)(6) 2011, product type accessory. (B)(4).